Manufacturer narrative:
(B)(4).

Event description:
It was reported that after trying to reposition the left ventricular lead, the guidewire became stuck inside the lead. The lead was explanted and replaced. The patient's condition post procedure was stable.